Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd® medication cassette reservoir over-infused. It was noted that the cassette was hung and programmed midday to run over 3 hours and then changed to keep vein open (kvo) to run for 12 hours. However, cassette empty alarm rang at midnight; revealing that the cassette is empty. There were no reported adverse effects.